Event description:
It was reported that during a ptci procedure to treat a distal lad lesion, ultrasound of the distal lad vessel showed a very large reference vessel, so a 3.5x13 stent was advanced and inflated 11 atmospheres. Following successful deployment of the stent, an extensive perforation was noted in the distal lad. The pt's bood pressure dropped to zero, CPR was begun, a pericardiocentesis was performed and the pt was defibrillated, a 3.5x20 balloon was inserted and inflated at the site of the perforation and the pericardial sack was drained. The blood pressure responded and was raised to 120/18. Two of another co's 3.5x16 tandum covered stents were placed to cover the perforation and the pt was rushed to surgery for cardiac bypass. Reportedly the pt was fine after surgery.